Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 20:35:48. During night drain cycle four, the patient's ultrafiltration reading was 1202ml, indicating the home patient (hp) drained 902ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.